Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). Device analysis report attached. This report is submitted on march 22, 2024.

Manufacturer narrative:
This report is submitted on february 08, 2024.

Event description:
Per the clinic, the patient experienced infection at the implant site, and subsequently, was treated with topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.